Event description:
It was reported by the clinic that the patient is scheduled for a device replacement in (B) (6) 2010, due to a probable premature battery depletion issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinic that the patient is scheduled for a device replacement in (B) (6) 2010 due to a probable premature battery depletion issue. No patient complications were reported as a result of this event. Additional information received reported the physician was questioning why the device lasted just over 3.5 years. The device was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.